Event description:
(B)(4). Initial report: this non-serious spontaneous report was received from a nurse via our affiliate in (B)(6). A ptc (product technical complaint) has been initiated for this report: (B)(4). A nurse reported that a patient (nos) was injected with sculptra (poly-l-lactic acid) two years ago and experienced sharp nodules inside their mouth. The nodules can not be seen, but are very sharp and irritating to the patient. Further information has been requested. Addendum for follow-up received on (B)(6) 2008: global ptc #(B)(4) results: brr (batch record review) without hint to root cause. The brr is done on a routine base during our release procedure. The brr was repeated concerning the reason of complaint. The brr gave no indication of problems during the manufacturing process with regard to the reason of complaint. No faults, defects, damages detectable.

Manufacturer narrative:
Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in the (B)(6). The review of the DHR (device history report) and of the analytical results of these batches did not show any anomaly that could be related to the event that occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.